Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported in the consumers letter tha the bd insulin syringe with the bd ultra-fine¿ needles are broken. No other specifics at this time. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: two investigations were carried out. First investigation summary: customer returned (3) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 7142867. Customer states that the needles are broken. All syringes were returned with the hub-needle/shield assembly separated from the barrel. The barrels were examined and all exhibited a broken barrel tip. Samples were forwarded to manufacturing (holdrege) on 20apr2018 for further review. Second investigation summary: on(B)(6)2018, holdrege received three (3) 0.5ml, 8mm, 31g syringes in an opened polybag from batch # 7142867. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause is likely to be the barrel tips and hub assemblies being broken off during packaging on the schubert equipment. This particular piece of equipment can move product in polybags in a "rough" manner if the air pressure is turned up by the operator. This would not occur in every polybag and would occur on a rare occasion. A review of the device history record was completed for batch# 7142867. All inspections and challenges were performed per the applicable operations qc specifications. There were eight (8) notifications [200699785, 20069984, 200700103, 200700080, 200699378, 200700156, 200700265, 200700103] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7142867. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel tip). Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.